Manufacturer narrative:
Internal reference number: case (B)(4).

Event description:
It was reported that, during a thr surgery, a femoral head impactor broke, no pieces fell inside the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned femoral head impactor confirms the plastic femoral head impactor tip is missing. The piece of the device was not returned with the device. The device shows signs of significant wear and use. A review of complaint history did not reveal additional complaints for the listed batch. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event, therefore, based on the alleged failure and the date when the product was manufactured, a further review of the manufacturing records was not deemed necessary. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.